Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was connected at the time of the alarm. This occurred during fill one of five of peritoneal dialysis therapy. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was returned and an evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspections were performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing, but failed functional testing for no display. The direct cause was determined to be a problem with the digital printed circuit board assembly, which was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.